Manufacturer narrative:
Device was received with unresponsive all the buttons due to keypad connector unlocked. No moisture damage on keypad traces noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the buttons were hard to press in time. The customer stated that numbers were ramping on their own. The customer stated that the scroll bar was moving with no input. The customer reported that they had this issue for a couple of weeks and now that they have a hard time navigating the insulin pump and need to press it several times before it would be navigating. No harm requiring medical intervention was reported. The device will not be returned for analysis.